Event description:
The registered nurse (rn) from a hemodialysis user facility reported that a patient fell asleep two hours into their treatment. The rn stated the patient's arm moved while they were asleep, and as a result, the needle dislodged from their access site. It was reported that "blood leaked all over the place", and the patient's treatment was subsequently ended. The rn confirmed the patient did not experience any adverse effects, and they did not have any complaints or symptoms during or after the treatment. In addition, the patient did not require any medication or medical intervention. The rn state that they use nipro safetouch 15g tulip needles. A specific product lot number was not provided. Dialysis settings including bfr? Blood flow rate was 450, occurred 2:02 minutes into treatment, treatment scheduled for 4 hours total. Medication list: epogen 1000units, hectorol 10mcg, 30mg sensipar, heparin bolus 1000 units before treatment, 1000 units maintenance heparin every hour. Patient received 2,000 units total before treatment ended. Did the patient receive their medication before the treatment ended? Yes. The last vitals taken (time included)? 7:32am blood pressure 175/109 pulse 80 temperature 96.5'. Following the incident has the patient returned for regular scheduled treatment? If so, were there any issues with the treatment? Patient resumed normal treatments without any incidents or complaints. What was the hemoglobin level immediately following the date of the incident? (B)(6) 2020 - 10.5, (B)(6) 2020 - 11.5.